Manufacturer narrative:
It has been indicated that the used PICC will be returned to navilyst medical for evaluation, but to date, it has not been received. Upon receipt of the sample/completion of the investigation a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by (B)(6) hospital, PICC was removed and replaced due to leakage at the extension leg/hub. No pt injury or complications was reported. The used PICC is being returned by the hospital.